Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported an issue with a burnt out pump following the pump running dry and not the drain valve. The bmt requested and was provided part numbers for the recirculation motor and drain valve. There was no patient involvement or injury noted at intake. Additional information was requested but was not received to date.